Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer programmed an extended bolus and bolus duration appeared to continue beyond the programmed time frame. During troubleshooting with tandem technical support, the customer understood that the requested bolus was not continuing and the pump had delivered the accurate dosage during the requested time frame. There was no impact to the customer's blood glucose level.